Event description:
It was reported that this right ventricular (rv) lead exhibited out of range intrinsic amplitudes. (B)(6) technical services (ts) reviewed device data and noted that the electrogram (egm) indicated a large deflection on the atrial electrogram with every ventricular sense and this was likely indicative of lead dislodgement. Ts recommended lead evaluation in clinic. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).